Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the distal cover was unable to be further specified. Moreover, no deformation of the distal cover was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was, although they do not believe there is any possibility the device was used for the procedure with the foreign material attached to it. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found adhered to the plastic distal end cover. The customer's originally reported issue of broken angle wire was confirmed, along with a bent tube. The following additional findings were also noted: adhesive chipping, cloudiness, and peeling, assorted scratches, cracks, damage, peeling, scratches, and a wound light guide coil. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the angle wire of their evis lucera elite colonovideoscope was cut. Upon inspection and testing of the returned unit, foreign material was found adhered to the plastic distal end cover. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.